Manufacturer narrative:
The device was received at the MFR for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the vacuum began to smoke during a procedure to remove a cast. Another device was used to complete the case. There were no adverse consequences reported as a result of this event.